Manufacturer narrative:
Result of investigation: physical samples provided for evaluation and a visual inspection was performed but no issues were found. However, due to similar complaints with the same failure mode, we can confirm the defect reported by the customer. Cause traced to component failure.

Manufacturer narrative:
Device evaluated by manufacturer? At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. PMA/ 510(k): enforcement discretion: vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife® reduced heparin arterial blood sampler experienced blood flash when blood was drawn, then retract into patient and stop flowing. The customer confirmed that there was no patient harm associated with the reported event. As an intervention, patient needed to be stuck a second time with a different needle.